Event description:
This is a report from baxter (B)(4) of a patient who missed the initial drain before proceeding to the subsequent fill phase on the homechoice. The patient was in dwell 1 of 4 when calling and was complaining of abdominal distention. The usual initial drain (ID)volume was about 800ml, but it was 0ml in the current therapy. The initial drain setting was confirmed to be 0. The operator in charge gave instructions to drain manually and return to the dwell phase when 700ml was drained, which relieved the reported symptom. The operator explained that the initial setting was for starting therapy with dry condition, and asked the patient to change the ID setting to 700ml as a temporary measure. Then the operator reminded her to consult her doctor about the incident and the modified ID setting.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Device is not available for evaluation. If additional information becomes available, then a follow up MDR will be submitted.